Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6), 2011. Seven minutes into the procedure, there was a rapid pressure drop and the procedure had to be aborted. The patient was transported to the hospital where a laparoscopy was performed and it was found that the patient had a massive uterine perforation. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). During the procedure, the result of the uterine sounding was 7.5. The volume of fluid infused into the balloon during the first seven minutes of the thermal cycle was approximately 30cc. The thermal cycle was manually terminated when the pressure plummeted to approximately 120. The uterine perforation was 4cm with the fibroid extruding. The uterine perforation was first noticed when the pressures suddenly dropped approximately seven minutes into procedure, at which time, procedure was immediately aborted. A hysteroscopy was performed and the perforation was discovered. The patient was taken from the surgical office suite to the hospital for an emergency laparoscopic assisted vaginal hysterectomy. The patient was discharged the day after the procedure. The current status of the patient is fully recovered and doing fine. The patient was last seen in early (B)(6) for follow up. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.